Event description:
Rptr used tanning bed for the first time on 5/21/94. He was given no instructions, no eye protection and was in the bed for 30 minutes. He was told that 30 minutes was basic for the first time. He stated that around 11:00 pm that night his eyes began to hurt, and he had severe sunburn pain on his body. He stated that he wears disposable contact lenses which were ruined; they turned milky. He stated he opened his eyes.